Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) could be fixed to last longer than 9 years and only 1 ins was hooked up. The patient stated she saw the healthcare provider (hcp) and he told her both inss were past the 9 year mark and that the rechargeable devices could be fixed. It was unknown what was meant by only 1 ins being hooked up. Patient services reviewed that the only ¿fix¿ to the device was to replace them. The patient noted she had not charged her ins on the left side in at least 2 years and it was unknown when the last time she charged the right was. She stopped charging the left because she tried to turn the stimulation on and she was shocked. This occurred at least 2 years ago when the device was last charged. It was unknown if this hand anything to do with the comment the hcp made about one of the inss not being hooked up. The patient thought this was the first time she had a potential overdischarge issue and the doctor told her to call the manufacturer's representative. Relevant medical history included post lu mbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.